Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for ventricular fibrillation which appeared to be atrial fibrillation/artrial tachycardia with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.